Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode due to oversensing of atrial fibrillation/atrial flutter. No adverse patient effects were reported. This pacemaker remains in service.